Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer requested for a vyaire field service representative(fsr) to repair the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator is auto-cycling while on patient use. At this time, there was no information regarding patient harm and intervention.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite found flow sensor in reverse direction. As a resolution, the flow sensor was reinstalled to a correct direction. All worked performed in accordance with avea service manual revision g. Performed est (extended system test) and performance check all passed. Unit has 23506 hours and operational, meets OEM (original equipment manufacture) specifications.